Event description:
It was reported that during an open colectomy, at the 1st firing : gold, at the 2nd firing : green. The mucosa portion at the root of the 1st firing remained uncut. The staple was not applied at the root of the 2nd firing (colon side) and the suture was not completed. Some of the staples of the 2nd firing were formed in type b (3d). After the 2nd firing, the suture site slipped out before the device was opened (this does not usually happen). The suture line of the 2nd firing was additionally sutured with pds. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 7/15/2024. D4 batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Please provide more details for "the suture site slipped out before the device was opened"? After the fire, the tissue fell out with the jaws closed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/2/2024. D4: batch #770c71. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with no apparent damaged and with a reload loaded on the device and a second reload (b) present along with its tyveks. The reload loaded was received fully fired and with the swing tab in the locked position and nicks on the knife were noted. The reload (b) was received fully fired, the swing tab in the locked position and slight nicks in the knife. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. Additionally, a photo was provided at product complaint level and it shows the device with a reload loaded along with the sales unit and tyveks and a second reload near the device present with no apparent damage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The condition of the damaged knife is related to improper use of the device. Although no conclusion could be reached on the cause of the reported event of "incomplete staple line", the instructions for use do contain the following caution: ensure that the tissue lies flat between the forks. Any ¿bunching¿ of tissue along the reload or scale may result in an incomplete staple line. Tissue to be transected must be located between the arrows marked on the instrument jaw. Any tissue located outside of the arrows is out of the stapling range. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 770c71, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/19/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.